Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Air dermatome hose had a hole and was leaking air. The event occurred during decontamination and no harm reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On july 3, 2018, it was reported that the device sign of the hand piece being submerged in water and hose had hole and bulge near connection piece. The customer returned an air dermatome device, serial number 111329, for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was april 5, 2017 where it was reported that the device needed preventative maintenance and the bearings were replaced. This is not a related issue. Product review of the air dermatome on july 23, 2018 revealed that the hose and head were damaged. When the device was disassembled the internal parts needed to be replaced. The calibration was out of specifications at the zero setting only. The motor speed was within specifications. The width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on july 23, 2018 which included replacement of the damaged head, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, hose, o-rings, and screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was revealed that the hose and head were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was revealed that the hose was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device showed signs of leaking when being submerged in water and hose had hole and bulge near connection piece. The event occurred during decontamination and no harm reported.